Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during infusion of norepinephrine (dose, programmed amount and delivery rate unknown) with a spectrum iq pump, the pump "suddenly alarmed upstream occlusion" and the norepinephrine drip stopped infusing resulting in a drop in blood pressure. Medical intervention and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported the event involved a colleague pump and not previously reported spectrum pump. The device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.